Manufacturer narrative:
Site reported that the probe from the mlt/smartxide touch caught on fire before patient use. It was later confirmed by the site that a piece of sterilization tape got inside the probe and that was what caught on fire, not the probe. Per clinical, there was no patient impact and no fault of the device. The device was evaluated and upon inspection, residue was observed on both internal probe and mirror. Scratches was also seen on one of the probe mirrors and will be replaced. Residue has now been cleaned by field technician. Laser has been confirmed to power up, pass self-check, and was recalibrated. The device was found to be operating as intended within specification. The event is related to the sterilization tape left behind by the site and failing to follow cleaning protocol per crg. Though no patient impact was involved, and no medical intervention was required, the event is considered reportable as this event could lead to a serious injury.

Event description:
Site reported that a mlt/samrtxide touch probe had a piece of sterilization tape stuck inside and caught on fire.

Manufacturer narrative:
*This is a follow up medwatch report to make corrections to (B)(4). Corrected sections now include information that should have been included in the original report.

Event description:
Site reported that a mlt/samrtxide touch probe had a piece of sterilization tape stuck inside and caught on fire.